Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information. Patient died-did not experience serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received core lab assessment of procedure angiogram indicate presence of distal emboli. The subject experienced neurological decline at 24h post procedure and died on (B)(6) 2015. Death was attributed to the reported sae of ¿stroke in evolution¿ which has been determined by site to be study disease related. The original report indicated vasospasm occurred prior to use of the solitaire. The patient was admitted to the hospital (B)(6) 2015 for shortness of breath and was then diagnosed with bilateral pulmonary embolism. The patient was initial prescribed heparin, but was transferred to therapeutic lovenox. On (B)(6) 2015, while in the hospital the patient experienced an acute stroke. The patient did not receive IV tpa secondary to being on therapeutic lovenox for the pulmonary emboli. Cta of the head and neck revealed left cervical ica and left mca occlusion. The solitaire sfr2 was used in the left ica for 1 pass, resulting in tici of 3. Repeat angiogram showed a complete recanalization. Per the procedure records, this was a successful mechanical thrombectomy of the left cervical internal carotid artery and the left middle cerebral artery for acute stroke. A left ica stent (non-medtronic device) was also placed. The patient showed a high rate of de novo clot formation despite full anticoagulation with lovenox and therapeutic antiplatelet effect of reopro. The patient underwent an MRI that showed a large infarction of the right mca involving most of the right hemisphere of the brain. The patient prognosis at this point was poor and the family decided to proceed with comfort measures only. The patient died (B)(6) 2015. Baseline nihss was 19. 24 hour assessment the nihss was 26.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.